Event description:
It was reported that undersensing resulting in false pause episodes was observed on the implantable cardiac monitor. Programming changes were made. The patient was asymptomatic and was to continue with regular follow ups.